Manufacturer narrative:
Investigation summary: thirty-two (32) samples were received from the customer for investigation. The samples were visually analyzed and thirty (30) were found to be missing print in that the 50ml ¿ 60ml portion of the graduation scale was either partially missing or completely missing. One (1) sample was found to have portion of the bd logo missing and one (1) sample was found to be good with all the print on the barrel. A malfunction during the printing process could result in barrels not getting printed properly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8332908 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a malfunction during the printing process could result in barrels not getting printed properly.

Event description:
It was reported that scale marking issue occurred with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "material no: 309653 batch no: 8332908. It was reported that the scale markings are missing/faded. Event description per customer's attached email states, 'I work at a hospital pharmacy. I have concerns regarding the 60ml bd syringes. With this lot# 8332908, exp: 11/30/23. We received them with missing mark lines. The lines also look extremely faded."